Manufacturer narrative:
Corrected data: h6 - annex a updated data: h6 - annex b, annex c, annex d product analysis: the device history record (DHR) for valve with serial number (B)(6) was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remained implanted, so it was not returned to medtronic for analysis. Conclusion: images were submitted to medtronic for review. The intra procedural fluoroscopic images were reviewed by a subject matter expert (sme). Patient¿s executive summary was not provided for anatomical review. The inferior st segment elevation myocardial infarct (stemi) occurred following the pre-implant balloon aortic valvuloplasty (bav). Subsequent angiogram reveals left coronary artery perfusion but no perfusion to the right coronary artery (rca). At this point, an implantation attempt was made; however, was aborted and a percutaneous coronary intervention (pci) to the right coronary artery was performed. The pci restored flow but appeared to be ¿sluggish¿ in the distal rca. Afterwards, the evolut was successfully implanted with evidence of coronary perfusion. Additionally, it was reported the patient suffered a stroke as well. Despite the efforts, medtronic was informed the patient died. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: upon review of the information provided, the primary event of rca thrombotic occlusion leading to myocardial infarction (mi) and hemodynamic instability, resulting in percutaneous transluminal angioplasty (pta), stent placement and thrombus aspiration, is assessed as unlikely related to the evolutpro valve and delivery catheter system (dcs) as this occurred during the procedure but prior to valve implant. Image review confirms the st segment changes (coronary artery occlusion and mi) occurred following the pre-implant balloon aortic valvuloplasty (bav). In addition, a pre-transcatheter aortic valve implantation (tavi) angiogram showed severe proximal stenosis of the right coronary artery (rca). Upon review of the information provided, the secondary event of cerebral thrombus resulting in thrombectomy and subsequent stroke and death, is assessed as unknown related to the evolutpro valve and dcs as it occurred following the implant of the valve and unequivocal evidence to show the valve or dcs did not contribute to the stroke was not provi ded. Per computed tomography (CT), the stroke was a cerebellar stroke, specifically a subarachnoid and an intraparenchymal hemorrhage. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the evolutpro valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). Potential factors that could influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Myocardial infarction and hypotension are known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. A conclusive cause of the infarction could not be determined. Stroke is a known potential adverse effect per the device IFU. A variety of factors can influence the onset of stroke. However, conclusive cause could not be determined. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. A conclusive cause could not be determined. Following the strokes, the patient's condition continued to deteriorate. The patient was placed on palliative care and subsequently died. The stroke resulted in the patient¿s death 9 days following the implant of the valve. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It is unknown if an autopsy was performed and with valve remained implanted, a conclusive assessment of the relationship between the event and the device could not be reached. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the physician that the patient was being considered for percutaneous coronary intervention (pci) when the team was doing the preliminary tavi workup. The cause of the stemi was embolization into the right coronary artery following the pre-implant bav. Heparin was administered at the start of the procedure. 11,000iu of heparin was given prior to the bav. Act were consistently above 250 seconds. The patient¿s activated clotting time (act) levels were monitored till therapeutic then every 30 minutes. It was noted that thrombus was never observed but was assumed to be the mechanism of myocardial infarction (mi) as it occurred post bav. The valve¿s role in the mi could be excluded as it was not deployed prior to the mi. A contributing factor in the occlusion was a pre-existing and known proximal right coronary artery (rca) stenosis. The drug eluding stent that was placed in the proximal rca was a non-medtronic stent (boston scientific synergy megatron stent).

Manufacturer narrative:
H6 - annex b corrected data: h6 - annex e e0514 no longer is applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: envpro-16; product ID: 20fr deliv sys envpro-16; lot 0011683440; use by date:2025-03-12; UDI: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Corrected data: b2 - date of death updated data: b5, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to the valve implant procedure, a pre-transcatheter aortic valve implantation (tavi) angiogram showed severe proximal stenosis of the right coronary artery (rca). The inferior st segment elevation myocardial infarct (stemi) occurred following the pre-implant balloon aortic valvuloplasty (bav). An acute inferior st elevation with acute hypotension and hemodynamic instability occurred, with a corresponding drop in conscious state. Angiography of the rca revealed thrombotic occlusion with extensive thrombotic load. The rca was ballooned, thrombus aspiration was performed and was stented with a 4.0 x 24 mm drug-eluting stent. Post-dilation was required with a 4.0 x 8 mm non-medtronic balloon (nc ¿ lepu medical). Per the physician, the stemi was procedure related and not device related. Per the physician, the cause of the coronary occlusion was a baseline condition. The stemi was noted to be resolved. Following stent placement, the valve dislodged aortically upon initial deployment. The valve was recaptured with the delivery catheter system (dcs) and implanted on the second attempt. The dislodgement was reported to not be due to a device deficiency. Heparin was administered during the valve implant procedure that took approximate 2 hours and 40 minutes. The procedure related stroke was first identified following the tavi. The implant site confirmed that the stroke was not a pre-existing condition as it occurred following the implant of the valve. The stroke resulted in the patient¿s death 9 days following the implant of the valve.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an inferior st segment elevation myocardial infarct was identified. A percutaneous coronary intervention was performed; a drug eluding stent was placed in the proximal right coronary artery. Following stent placement, the transcatheter aortic valve implantation (tavi) was achieved. During the tavi, the patient was obtunded. An urgent computed tomography (CT) scan was performed and showed an occlusion of the left distal middle cerebral artery and the right posterior inferior cerebellar artery. Medication was administered and a successful endovascular clot retrieval was performed. On the first post-operative day, a CT was performed and showed new changes with a hemorrhagic transformation. A cerebellar stroke, specifically a subarachnoid and an intraparenchymal hemorrhage were demonstrated. Following the strokes, the patient's condition continued to deteriorate. The patient was placed on palliative care and subsequently died eight days later.